Event description:
The patient had a non-union and the implant broke during patient use. Revision conducted and implant was replaced with a plate.

Manufacturer narrative:
H6 4247 - this complaint was not escalated to root cause analysis. H6 4316 - this complaint was not escalated to root cause analysis.